Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded multiple untreated episodes and one inappropriate shock episode due to noise oversensing. Technical services (ts) was consulted and noted the data shows the over-sensed signal was likely non-physiological. This type of noise impacts baseline as well as r-wave amplitude. Troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous ICD system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.